Manufacturer narrative:
The device was returned to olympus for inspection and the malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken meniscus of the r-unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to the malfunction in the r-unit, this could be causing the poor quality image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had blurry image during installation. There were no reports of patient involvement.